Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped and locked onto the tissue but failed to release from the catheter. The clip was finally released after opening and closing the handle repeatedly, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.